Manufacturer narrative:
Article citation: armstrong, j. J., de francesco, t., beckers, h. J., stalmans, I., fea, a. M., sng, c. C. A., batlle, j. F., sr, schlenker, m. B., & ahmed, I. I. K. (2025). Glaucoma surgery comparison: sibs microshunt vs. Gelatin 45um microstent vs. Trabeculectomy as primary surgical interventions: microshunt vs. Gelatin 45um microstent vs. Trabeculectomy. American journal of ophthalmology, s0002-9394(25)00243-0. Advance online publication. Https://doi.org/10.1016/j.ajo.2025.05.011. Multiple requests for further information have been made. Abbvie has received no response from the authors. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Events are a known potential adverse event addressed in the product labeling.

Event description:
Review of the article "glaucoma surgery comparison: sibs microshunt vs. Gelatin 45um microstent vs. Trabeculectomy as primary surgical interventions: microshunt vs. Gelatin 45um microstent vs. Trabeculectomy" from the american journal of ophthalmology noted the following events: 69 eyes had transient hypotony; 104 eyes required glaucoma medication; 29 eyes had hyphema; 17 eyes had choroidal detachment; 6 eyes had tube touching iris; 10 eyes had shallow anterior chamber; 4 eyes had bleb leak/dehiscence; 1 eye had dellen; 6 eyes had blocked lumen/ostomy; 4 eyes had macular edema; 1 eye had iritis; 1 eye had ptosis; 2 eyes had vitreous hemorrhage; 5 eyes had hypotony maculopathy; 5 eyes had malignant glaucoma; 41 eyes experienced other complications (punctate epithelial erosions [pee]; blepharitis; blurred vision; chalazion; epiretinal membrane [erm]; photopsia; floaters; pain; photophobia; posterior capsule opacification [pco]; ocular surface disease. 24 eyes required ac reformation; 16 eyes required ac tap; 4 eyes required laser tube occlusion; 2 eyes required tissue-type plasminogen activator into tube; 1 eye required choroidal drainage; 60 eyes required needling; 1 eye required other additional surgery; 13 eyes required ab-externo bleb revision; 5 eyes required device repositioning; 2 eyes required sibs microshunt implant; 11 eyes required baerveldt implant; 10 eyes required ahmed valve implant; 4 eyes required endocyclophotocoagulation/cyclophotocoagulation; 1 eye required trabeculectomy.